Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. No known impact or patient consequence was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have retracted conductor wire insulation within the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was retracted, the internal wire was not frayed or fully broken. The instrument failed the electrical continuity test. The instrument was found to have a broken grip cable at the yaw pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to reprocessing. The instrument was inspected with no damage observed. It is unknow if arcing was observed. There were no fallen fragments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. The instrument was inspected by the design engineering team and was found to have a fully broken conductor wire on the same side as the broken grip cable. The conductor wire was found to be broken approximately 0.50" from the grip face. The grip cable was also confirmed to be fully broken. Per the investigation, it is likely that the broken grip cable resulted in increased tension on the conductor wire. With the grip cable broken, the wire may be pulled taut or displaced due to the lack of counteracting force. The probable root cause of retraction of the insulation and breaking of the conductor wire at the distal end is attributed to the component's susceptibility to damage.

Event description:
Refer to h11 for follow-up information.